Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. The customer stated in a response, received on (B)(6)2023, to the 3rd gfe attempt that the user interface (ui) printed circuit board assembly (pcba) had not arrived at their customer site. The customer stated it was the last part they needed to arrive to complete the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was no display on the device. The customer informed the remote service engineer (rse) that the display was not working properly and requested replacement part information. This investigation is ongoing.